Event description:
It was reported that the handpiece began leaking an oil substance during a surgical procedure. The substance leaked onto the sterile field, so the site was irrigated. No additional medication or treatment was given to the pt. The procedure was completed with another device. There were no adverse consequences reported at this time as a result of the event.

Manufacturer narrative:
The handpiece was received at the MFR for testing. An eval will be conducted, and a follow-up report will be submitted after the quality investigation has been completed.